Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred since the customer began pump therapy. It was also reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 400 (mg/dl) since beginning pump therapy. The customer changed their site to address the occlusions. A bolus or injection was delivered and/or a site change was performed to address bg level.